Manufacturer narrative:
A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing method, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received cut in two parts and were glued on each other with what appeared to be viscoelastic. The lens was observed with one missing haptic. The condition of the lens is compatible with a lens that was removed from the patient¿s eye. Due to the condition of the returned lens, only visual inspection was performed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported to an amo sales representative that intraocular lens (iol) model zmb00 was explanted, due to a cosmetic defect of the lens (i.e, ''scratch or something''). Serial number for the explanted lens was asked, but was not provided. It was noted that a replacement lens was placed; however, the replacement lens model and serial number were not provided. No further information has been provided.

Manufacturer narrative:
Lens was removed and replaced in the same procedure. Incision was not enlarged and no vitrectomy was performed. A replacement lens was placed successfully. Replacement lens is of the same model and diopter (zmb00 diopter 12.5), serial number (B)(4). No patient complications were reported. Patient was reported to be doing much better with vision improved to 20/25. No further information has been provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age at time of event or date of birth: no information (ni). Date of event: asked but unavailable (asku). Expiration date: unknown. The serial number was requested; however, it was not provided to determine the expiration date of the iol. Serial number: asku. If implanted, give date: asku. If explanted, give date: asku. (B)(4). Device manufacture date: unknown. The serial number was requested; however, it was not provided to determine the manufacture date of the iol. All pertinent information available to the manufacturer has been submitted. Placeholder.